Manufacturer narrative:
Concomitant medical products: 250ml icumedical bag, lot #: 05-131-jt, exp: (B)(6), 0.9% sodium chloride injection. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing disconnected below the drip chamber. No patient harm was reported by the customer.